Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00751. It was reported the patient had ineffective stimulation. X-rays revealed one of the patient's leads had fractured. A significant amount of hard scar tissue was observed at the midline incision that was putting pressure on the anchor site and the fracture was noted at that location. It is unknown which lead was fractured, as such both leads are being reported.

Manufacturer narrative:
The report of ¿lead fracture¿ was confirmed. Analysis of the returned lead found it had a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.